Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted and review of available data indicated this systems left ventricular (lv) lead exhibited high out of range impedance measurements. Ts discussed this made this crt-d non MRI conditional. The MRI was performed successfully. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted and review of available data indicated this systems left ventricular (lv) lead exhibited high out of range impedance measurements. Ts discussed this made this crt-d non-MRI conditional. The MRI was performed successfully. This lv lead remains in service. No adverse patient effects were reported.